Manufacturer narrative:
Device is a combination product. (B)(4). Returned product consisted of a ranger sl drug coated balloon. Visual examination consisted of checking the device for damage along the catheter shaft as well as the balloon. There was no damage to the shaft. Microscopic examination of the balloon did show a longitudinal tear starting approximately 1.5cm from the proximal marker band and traveling distal approximately 5cm. Inflation was not attempted due to the severity of the damage noticed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19july2017. It was reported that a balloon leak occurred. The target lesion was located in the superficial femoral artery (sfa). A 5.0x80mmx135cm ranger dcb otw drug coated balloon catheter was selected for use. However, during introduction the balloon was found leaking and unable to use. The device was removed and the procedure was completed with anther same device. No patient complications were reported and the patient¿s status was stable. However, the returned device revealed balloon torn longitudinally. This product is only ous approved but is similar to an approved u.s device.